Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working, the coupling head had malfunctioned, the gauge did not interlock and the release lock slide buttons were not working properly. It was further determined that there was an unknown substance (liquid) coming out of electronic control unit wires and it smelled badly. It was also determined that the electric motor and electronic control unit was not functional, and other internal components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a spinal fusion procedure, it was observed that the small battery drive device and the battery device were smoking from the battery connection, smelling badly and were no longer working. The drill was immediately removed from the field and the battery was taken out of the casing. According to the report, the battery was washed earlier in the week and got wet but was not submerged. It was further reported that the battery was left to dry for over 24 hours and appeared to be working normally for most of the case; however, it started smoking as soon as the drill heated up. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.